Event description:
It was reported that during a new catheter implant procedure, cerebrospinal fluid backflow was observed. The catheter was tunneled to the pump pocket and connected to the pump without issue. The catheter was then hooked up to the pump, but the surgeon was unable to aspirate from the catheter access port. An x-ray could not confirm the catheter placement, and rotation of the needle did not resolve the aspiration issue. The entire catheter was removed and patency was confirmed by pushing saline through the catheter. The healthcare provider planned to implant a second catheter. The medication used within the system was morphine. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Product ID 8780, serial # (B)(4), product type catheter. (B)(4).

Event description:
Additional information received clarified that during the implant surgery, the catheter was tunneled subcutaneously with a tunneling device and brought to the pouch, and the catheter was connected to the previously prepared pump. The pump was filled with morphine of 10 mg per ml. The health care professional (hcp) aspirated the catheter during that time, and it was found that the catheter was not aspirating any cerebrospinal fluid. There was a block detected. The system was implanted fluoroscopically confirmed and the hcp went back to the catheter insertion site. Fluoroscopy was done. The catheter was still in the right place according to the fluoroscopic examination. The hcp disconnected the catheter from the pump, and the catheter was explanted without any difficulty. A new catheter with a new needle was placed at the same level using fluoroscopic guidance, and this catheter was dripping cerebrospinal fluid even though the cerebrospinal fluid was still extremely low. This catheter was anchored with the anchoring device and then tunneled back to the abdominal wall wound and connected to the pump. The hcp was able to aspirate cerebrospinal fluid through the fill port of the catheter. The patient was taken to the recovery room after the surgery. In the recovery room, the patient was awake and comfortable. The patient was kept overnight at the hospital since she was not completely able to take care of herself.